Event description:
It was reported that the user experienced difficulty deploying multiple infusion sets and that several sets did not function with a reported blood glucose value of 380 mg/dl, requiring replacements to sustain therapy with the ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and a replacement supply shipment to maintain therapy without medical intervention. Investigation included a customer interview and review of product use, focusing on infusion set deployment technique and connector attachment. Investigation of this case revealed probable improper infusion set insertion or an incompletely attached infusion set connector leading to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique was the most likely cause.

Manufacturer narrative:
Initial.